Manufacturer narrative:
The isi fse went on site and replaced the endoscope controller (ec) to resolve the issue with repeated, non-recoverable faults. The ec contains a high-intensity light source to illuminate the surgical site and the electronics for processing the video images from the endoscope. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the customer reported complaint of "errors 1152". The remote log review showed 9 occurrences of error 1152 at the ec power controller over the past 60 days. The ec was installed with the pca test unit, which was launched in maintenance mode to program unit software. The system was launched in normal mode and a non-recoverable error 1156 was received. The system was power cycled 1x and then powered on in normal mode again but the error 1152 reoccurred. The output voltage from both power supplies was confirmed to be normal. The ec power controller board will be replaced to fix the issue. System logs for the system (B)(4) associated with this event were reviewed. The customer had a 1152 fault during the set up that was recovered/cleared and the customer proceeded with the case. During the case, the fault keep coming back and the staff kept recovering it, but eventually converted the procedure to a da vinci si system. No image or video clip for the reported event was submitted for review. A site complaint history review was performed and no related complaints were found for this product. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the system malfunctioned, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, repeated 1152 faults were displayed. The site called in to report that they had multiple 1152 faults. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the customer reported errors. The customer had been able to power cycle the system and continue with the procedure but requested the field service engineer (fse) to follow up. The tse advised the customer hard cycle the system when possible. The site was completing the procedure with no reported injury. The site called back to report that the error had returned and they could not get it to clear. The site had tried several hard restarts with no change. The tse had the site do one more hard restart and remove the endoscope, but the error returned. The site was looking at a different way to complete the case but did not specify at the time. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to an da vinci si system due to repeated, non-recoverable faults. The error faults appeared at the end of the case (case duration was about two hours). The customer called technical support for troubleshooting, but was informed that the fault would keep appearing. The system was inspected prior to use. The customer had some faults during the system set up. There were no issues during ports placement. The procedure was completed with no harm to the patient. No relevant tests/results are known. The patient history, including pre-existing medical conditions was also unknown.